Manufacturer narrative:
It was reported that the impaction platform strike plate will not engage with the cup impactor. The engaging button appears to be broken not allowing the strike plate to be seated on the impactor product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review review of the product history records indicate (B)(4) were manufactured under lot no 45020116 and accepted into final stock on 02/04/2016. No non-conformances were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 206270, lot number 45020116 , shows 02 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Implaction platform strike plate will not engage with the cup impactor.. The engaging button appears to be broken not allowing the strike plate to be seated on the impactor. Case type: tha. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Implaction platform strike plate will not engage with the cup impactor.. The engaging button appears to be broken not allowing the strike plate to be seated on the impactor case type: tha. Surgical delay: 15 minutes.